Manufacturer narrative:
Additional information added to: e1;h6;h11 the customer¿s stated issue of pcu failed to alarm was not confirmed. The log review found no programming errors that would explain a report the system failing to alarm. On the suspected event date of (B)(6) 2020, the pcu alarmed multiple time during post. Functional testing consisting of asm alarm testing, pm testing, ac/dc power cycling performed on the source pcu found the device operating in specification. Log analysis results: results from a review of the pcu error log showed 13 malfunctions (7 ¿ 121.2070 & 6 ¿ 133.6090) on the suspected event date of (B)(6) 2020. This was found to be the last date the pcu was powered on by the customer. The pcu was powered on and alarmed for 121.2070 and was then powered off. The pcu was powered on and then the device alarmed for 133.6090 and 121.2070 consecutively, the pcu was powered down again. The pcu was powered on again 5 more times where both error codes were recorded at power up. Test results: functional testing consisting of asm alarm testing, power cycling, power cycling with low battery and iui connector testing were performed on the source pump module found the device operating in specification. The root cause of the customer¿s complaint was not definitively identified in this investigation. Device history review: review of the sn: (B)(4) service history record showed the device had a manufacture date of (B)(6) 2019. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that pump had a failure to alarm issue. There was no patient involvement. Although requested, additional information was not provided.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that pump had a failure to alarm issue. Although requested, additional information was not provided.